Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection noted a hole in the left ventricular seal plug. X-ray inspection noted the plasma fuse was blown. The battery status was end of life (eol). It was noted the eol status was set by a 45 second charge time. The cause of the 45 second charge time and the eol battery status was electrical overstress damage due to the device firing a shock into a shorted lead.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a routine device upgrade procedure, the sensing decreased on the right ventricular (rv) lead. After the sensitivity was reprogrammed, ventricular fibrillation (vf) could not be detected. As a result, a new pace/sense lead was implanted. When a 21j shock was delivered, the vr was not eliminated. Additionally, an error message appeared stating the device battery was depleted. A second device (p143/104368) with the same rv lead was implanted and the error message persisted. The chronic rv lead was surgically abandoned. A third device was implanted with a new rv lead and the device and lead both operated appropriately. No adverse patient effects were reported.